Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced bilateral rupture and left-sided breast pain postoperatively. The patient states that left-sided breast pain has been going on for quite some time. The patient had a consultation with a healthcare professional, and MRI performed on unspecified date indicated bilateral rupture. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.